Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was a pairing issue. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. Signal loss over one hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.